Manufacturer narrative:
No button error alarm noted. All buttons function properly. No moisture damage or corroded keypad traces noted. Unit had cracked lcd window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Caller reported that the error occurred during bolus. Blood glucose level at the time of the incident was 121 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.